Event description:
A customer contacted beckman coulter inc. (Bec) stating that they received a hardware error on the unicel dxc 600i synchron access clinical system. Per customer, the circuit board had a flickering light and smoke smell was coming from the instrument. The customer turned off the instrument and bec cts (customer technical support) set up a service visit. All technicians were working away from the instrument and came over only to investigate the red flag. There were no flames or fire and the fire department was not dispatched. No injury was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site the day of the event and discovered a component on the obstruction detection pcb board had burnt out. Fse removed the board, powered up the instrument and initialized the system and no issues were noted. A routine system check and assay qc then performed passed within specifications. Fse returned on-site (B)(4) 2011 and replaced the obstruction detection board. The root cause for this event is attributed to hardware. (B)(4).